Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment resistance was encountered while advancing the filter through the sheath until the filter became stuck. Add'l force was used to complete the deployment; however, the filter tilted in the ivc. There was no attempt to reposition or remove the filter. There was no plans at this time to retrieve the filter. There was no reported pt injury.